Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) and right ventricular (rv) lead were replaced due to unstable thresholds and episodes with loss of capture. The ipg was explanted and replaced, and the rv lead was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned for analysis. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.